Event description:
On (B)(6) 2015, information received from an healthcare provider (hcp) reported that there was a diagnosis of a pump reservoir volume discrepancy. The date of the most recent refill prior to the event was on (B)(6) 2015. The outcome was reported as ongoing. Interventions included completion of the pump refill with less medication on (B)(6) 2015; reservoir would not accept the last 1.5 cc of medication. It was noted that the manufacturer was called for possible reasoning, and "they" felt it might be an air leak; it was unclear if the reference of "they" was in reference to the hcp making the report or if it was made in reference to the manufacturer. According to the hcp, the evacuated medication was concordant with predicated value, but reservoir would not accept the last 1.5 cc of the new medication. Session data from (B)(6) 2015 noted that the pump was being used to deliver dilaudid (0.5 mg/ml) at 0.10483 mg/day, clonidine (250 mcg/ml) at 52.42 mcg/day, and bupivacaine (2.5 mg/ml) at 0.5242 mg/day via simple continuous infusion. On (B)(6) 2015, during a refill session, the pump refill was completed with less medication; unable to inject the last 3 ml of medication into the reservoir. According to the hcp, the etiology was deemed related to the device or therapy, but not related to the implant procedure. Additional information regarding the cause of the repeated inability of the pump reservoir to take the expected amount of medication on refill, additional diagnostic testing, actions/interventions, and outcome was requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. The event resolved with sequelae as there was still a reservoir volume discrepancy. However, the patient was fine with it since the device was working well for them. The event was unresolved with no further action planned.

Manufacturer narrative:
Product ID 8590-1, lot# n171190, implanted: 2008 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID neu_refillneedle, serial# unknown; product type accessory. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) in regard to a patient receiving clonidine 250 mcg/ml at 50 mcg/day, bupivacaine 2.5 mg/ml at 0.5 mg/ml, and dilaudid 0.5 mg/ml at 0.1 mg/day. The pump indication for use (IFU) was listed as non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2015, the hcp was performing a refill and aspirated the contents of the reservoir and pulled out what they expected. The hcp was trying to fill the pump with 20 ml of drug but was only able to get 17 ml in the pump. They were pushing the medication through the syringe into the pump the syringe stopped 17ml, and they could not get any more drugs into the reservoir. The hcp then aspirated the content of the reservoir and got back 17ml. They did not attempt to aspirate any more after that. No patient symptoms were reported. No troubleshooting, interventions, or cause were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.